Manufacturer narrative:
The device has been received for evaluation. Investigation is not complete.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the device was stuck, "bailout was used", but the device could not be removed. "Stuck foot was retracted up through the deployed starclose se." It is unk how hemostasis was achieved. There were no reported pt effects. Though requested, no additional info was provided.